Manufacturer narrative:
H10: the prismaflex st 150 set and thermax blood warmer disposable were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There is coagulated blood at the level of the connection between the thermax and the warmer connection. After rinsing the line and the thermax bag, a leak test was performed under water. No leak was observed at the level of the connection. After disconnecting and reconnecting the warmer connection with the thermax bag, a second leak test was performed under the water. No leak was observed at the level of the connection. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leak was observed originating at the connection between the thermax blood warmer disposable and a prismaflex st150 set during continuous renal replacement therapy. The leak was ¿towards the air separation chamber". The volume of blood loss was approximately 200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.